Event description:
It was reported that the customer was hospitalized due to the hyperglycemia. The customer's blood glucose reading was 638 mg/dl at the time of the event. Troubleshooting could not be performed at the time of the report. Several attempts were made to call the customer and perform troubleshooting, but the customer could not be reached. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.